Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and observed that the device would power on and provide defibrillation therapy. Further examination, however, showed that three battery pins were loose, which could potentially cause the device to shut down during operation. He then tightened the battery pins and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The likely cause of the reported issue was loose battery pins.

Event description:
The customer contacted physio-control to report that about six minutes into monitoring a patient their device powered off by itself. The end user powered the unit back on and it remained on for another 5-6 minutes before powering off a second time. There were no adverse effects to the patient due to the reported failure.